Manufacturer narrative:
On 9/25/2017: the customer's clinical diabetes specialist reported that the customer was using apidra insulin in their cartridge at the time of the event. The t:slim x2 user guide states: do not use any other insulin with your pump other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced continuous, ongoing elevated blood glucose (bg) levels reaching 380mg/dl. The customer would either administer manual injections or perform supply changes and resume insulin deliveries via the pump to address the bg levels. Reportedly, the customer works in extreme temperatures. Tandem technical support informed the customer that extreme temperatures may impact the insulin's integrity making the insulin less effective. Recommendation was made to consult with their health care provider to discuss diabetes management. Tandem technical support attempted to follow up with the customer multiple times; however, no response was received.